Event description:
It was reported that an accolade pacemaker may have exhibited a message indicating an issue relating to a risk for accelerated battery depletion. This occurred prior to the patient undergoing an magnetic resonance imaging (MRI). All evidence indicates the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information regarding the full model/serial of the affected pacemaker and the details of this battery issue is being sought by the field. If pertinent information is provided in the future, a supplemental report will be submitted.